Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the texium luer is not compatible with the halyard elastomeric ball. The valve on the texium does not open fully therefore the medication leaks from the site of the luer connection and does not fully infuse to the patient. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the texium female luer does not thread onto the male luer of the halyard elastomeric ball tubing. The texium female luer must be tightened to the male luer with pliers. In some instances, the texium-to-male luer connection leaked or the 5fu did not infuse. There was no report of patient harm.